Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the surgeon was inserting the screw with a tunnel size of 9mm in a diameter and tapped the bone with an 8mm biosure tap. The screw broke after it was inserted at the 15mm mark. 15mm of the 25mm length still remaining in the patient. There was no delay in te case and there was a backup device available. No patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.